Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s spouse that there was a por (power on reset) seen on the patient programmer. There was no recent emi environmental exposure. It was explained that the por meant the therapy had turned off and re-set to shipping parameters and would need to be checked by the physician. Patient services reviewed that por can also indicate low ins battery, and the caller said this was probably the cause as the patient has had the implant for 4 years now. No symptoms were reported and no further complications were reported or are anticipated.